Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 5 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with a gastrointestinal (gi) bleed on (B)(6) 2017. The sources of bleed were identified and clipped. The patient was treated with octreotide and a hydrogen pump inhibitor. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Additionally, the submitted system controller log file showed the pump operating as intended. Pump power, estimated flow, and average pi remained stable, ranging from 4 to 5.7 watts, 3.4 to 7 lpm, and 3.8 to 7.6, respectively. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.